Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an issue with the system current. Additional information was received from the field service engineer confirming that the system was failing to power up. No patient serious injury or death was reported related to this event.